Event description:
It was initially reported to boston scientific corporation on (B)(6) 2009, that a extractor rx retrieval balloon was used during a calculus removal procedure. According to the complainant, the physician was unable to inflate the balloon. Inflation was attempted again and finally the balloon was inflated. The balloon seemed to have a hole. The procedure was completed with the same extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the preliminary investigation observations; there was a circumferential tear found in the balloon.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. (B)(4): inflation difficulties. Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).